Event description:
Vygon premicath 28ga PICC line was inserted into pt, and then discovered to have a hole in the catheter. There was no apparent harm to the pt.

Manufacturer narrative:
At this moment, vygon continues to investigate the complaint but is unable to determine a root cause. This includes, but is not limited to, investigation of the raw material and raw material development, the manufacturing process of the catheter, and sterilization. There has been no change to any material or process. It is undetermined at this time if the product is non-conforming, or if the cause is a result of clinical use. Moving forward, vygon will be using a similar market cleared material for all premicath codes. This material is currently only used in premicath 1261.20g cleared under k954302. This material has a greater tensile strength and performs better in conjunction with the use of organic solvents used for site prep. This material is already fully validated for use in all catheter codes as all catheters are identical, the only difference being the components of insertion.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.